Event description:
It was reported that pump experienced repeated malfunction alarms identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump while planning to rely on alternate method if needed, and technical support arranged shipment of replacement pump.